Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in cleveland, oh. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the user noticed conflicting flow numbers on the mast mounted roller pump of the sorin s5 system during procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility and was not able to confirm the reported issue. The s5 system was extensively tested and all numbers were found to be correct. The device was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the issue. No trend was identified for this type of issue. Sorin group deutschland will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the user noticed conflicting flow numbers on the mast mounted roller pump of the sorin s5 system during procedure. There was no report of patient injury.